Event description:
Customer's friend called to report the insulin pump could not connect to the sensor. Blood glucose reading was 102 mg/dl. The customer had tried a new sensor and the anomaly persisted. Troubleshooting was performed. The insulin pump alarmed during the self-test. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.